Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the false air in line alarms were reproduced during evaluation. Further review of the device evaluation found that the alarm was not reproduced by baxter during the evaluation. Fields have been updated to reflect this new information. Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced during evaluation. Air in line alarms were confirmed through a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. The failed upstream sensor was replaced. Corrected data: low readings.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced during evaluation. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.